Event description:
It was reported that during insertion of mid line catheter resistance was met during insertion procedure. Attempts were made to safely advance and remove the catheter. The needle and guide wire and a portion of the catheter were removed. It was noted that a portion of the catheter was sheared off under the skin. This required surgical intervention to retrieve.